Event description:
Related manufacturer reference number: 2017865-2023-10160, related manufacturer reference number: 2017865-2023-10162. It was reported that the patient presented in clinic for a follow up. Device interrogation revealed high pacing impedance on the left ventricular (lv) lead. During an x-ray it was found that the right ventricle (rv) lead, the atrial (ra) lead and left ventricle were all dislodged due to twiddlers. The physician elected to explant and replace the rv, ra and lv lead. The patient was in stable condition.